Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-03368. It was reported that during the system explant due to ineffective stimulation (reported under manufacturer reference number: 1627487-2020-03261) physician decided to cut the leads and leave them implanted as it could be traumatic for the patient to remove leads.